Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 23 mmol/l at the time of incident. The current blood glucose was 17 mmol/l. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Drive support cap was normal. The product will return for the analysis.